Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer received a defective front case assembly with keypad for the pcu. The customer returned the part.